Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump touchscreen became unresponsive, preventing interaction despite cleaning, attempting a stylus, charging, wake-button recalibration, and a restart, and the device was replaced. Symptoms included no acute health effects, with the user feeling fine. Outcomes included temporary elevated blood glucose up to 253 mg/dl for under one hour after a meal, trending down without medical intervention, ketone testing, or use of backup therapy, and no hospitalization. Investigation included troubleshooting steps to assess capacitive touch response, wake-button hold for recalibration, restart while on charger, and verification that the issue persisted off and on the charger. Investigation of this device did not reveal a persistent touchscreen input failure consistent with a touchscreen hardware or touch sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to the touchscreen assembly or capacitive sensing that necessitated replacement.